Event description:
The customer reported that they had difficulty acquiring a pads ECG waveform, and therefore, were unable to deliver energy with this device.

Manufacturer narrative:
The customer reported that they had difficulty acquiring a pads ECG waveform and therefore were unable to deliver energy with this device. The factory has not yet received the device for evaluation, and the complaint is still being investigated. At this time, there has been no determination as to whether the device was a factor in the reported death of the patient. A follow-up report will be submitted after philips obtains more information about this event.